Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. Insulin pump was received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked reservoir tube. (B)(4).

Event description:
The customer's nurse reported via phone call that the insulin pump's screen was scratched to the point where he could not see anything. Customer's blood glucose level was 271 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.